Event description:
The biopsy device had a partial advancement of the cutting cannula for the first two passes. The doctor removed the needle and re-inserted with the same results of a partial advancement. The procedure was not completed in the office. The pt is to be scheduled for a biopsy at the hospital.